Event description:
It was reported that the device was explanted after an implant duration of approximately 17 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis, perivalvular leak, aortic insufficiency, and dehiscence.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.